Event description:
The peritoneal dialysis (pd) pt called tech support after re-setting up with new supplies following an m75 "volume error" message that occurred during fill #2. During drain 4, a m31 "air detected in cassette" alarm occurred. The treatment was stopped and new supplies we used. The drain continued and completed with a final drain volume of 5814mi. She was advised to cancel the treatment and use her alternate method for the night. Tech support also advised her to contact her pd rn. Treatment data provided: drain 0: 191ml. Fill 1: 10ml, drain 1:0ml bypassed by pt. Fill 1: 2506ml; drain 2:2516ml. Fill 3:2503ml drain 3:2254ml. Fill 4:2504ml, drain 4: 5814ml. The pd rn confirms the pt experienced no pain or discomfort or required medical intervention. The pt is stable and remains with the pd program. The reported large drain volume exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drained at drain 4 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.